Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh and deployed broken fasteners. Subject device has returned for evaluation. Evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to fixate and deployment of broken fasteners are known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2021. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue."

Event description:
As reported, during the laparoscopic bilateral inguinal hernia repair, the optifix straight fixation device was used to fixate the bard soft mesh (6x6). It was reported that 7 fasteners were successfully fixated the mesh, 6 fasteners deployed broken and 5 fasteners did not fixate or broke upon entry into the tissue. It was also reported that the trigger felt different and made a different sound when the surgeon gripped the device to deploy the fastener. All broken and improperly attached fasteners were removed from the patient. The procedure was completed using another device and there was no reported patient injury.